Event description:
Customer reported that the up arrow button is not responding and she in unable to rewind the insulin pump. Customer stated that she went to mexico around two weeks ago and then she noticed the buttons were sticking and is unsure if it was caused by heat. Customer also reported that she might have taken to much insulin the night before at dinner and her blood glucose was 42 mg/dl; she treated with orange juice and peanut butter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.